Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive act, up and down buttons due to corroded keypad traces. The functional testing could not be completed due to this anomaly. No moisture damage was noted on the electronic assembly. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that the keypad on the insulin pump was not working properly. The customer stated that if he pressed the up arrow button, it would just continue to go up. The customer was subsequently unable to bolus because of the keypad problems. The customer further explained that water had been sprayed on him prior to the keypad issues. The customer's blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.